Event description:
It was reported that there was oversensing on the lead. The lead integrity alert was tripped, 10 on the sensing intetrigy counter, some nst and the egms showed noise characteristic of myopotential. The left ventricular and right ventricular leads were swapped so the tip-ring egm being sensed would be on the lead being reported. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed oversensing. Two short ventricular-ventricular (v-v) sensed events of less than 220 ms are observed on the (B)(6) 2010. One short v-v sensed event of less than 220 ms is observed on (B)(6) 2010. All episodes are non-sustained tachycardia.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing on the lead. The lead integrity alert was tripped, 10 on the sensing integrity counter, some nst and the egms showed noise characteristic of myopotential. The left ventricular and right ventricular leads were swapped so the tip-ring egm being sensed would be on the lead being reported. The lead is still in use. No patient complications have been reported as a result of this event.